Manufacturer narrative:
Correction made to d1: brand name: minicap (previously submitted as minicap transfer set) correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni) d4: the lot number is unknown, therefore, only a primary di number could be provided. Additional information was added to h6 and h11. H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed the female connector was separated from the main body. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was separated at the female connector; described as ¿the connection between the female connector and the solution bag (clampex connector) is broken and separated¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.